Event description:
An article in the journal of vascular surgery (2015, in press) (¿a multicenter experience with the surgical treatment of infected abdominal aortic endografts¿) reports a retrospective analysis of thirty-six patients treated with endovascular graft excision and revascularization for aortic endovascular graft infection (I-evar) at four institutions from 1997 to 2014. On an unknown date, a patient previously implanted with gore® tag® thoracic endoprosthesis underwent endovascular graft excision and revascularization for aortic endovascular graft infection.

Manufacturer narrative:
Please note the event involving the infected gore® excluder® aaa endoprosthesis has been reported under medwatch #(B)(4), therefore medwatch #(B)(4) submitted in error will be retracted.

Manufacturer narrative:
An article in the journal of vascular surgery (2015, in press) (¿a multicenter experience with the surgical treatment of infected abdominal aortic endografts¿) reports a retrospective analysis of thirty-six patients treated with endovascular graft excision and revascularization for aortic endovascular graft infection (I-evar) at four institutions from 1997 to 2014. A review of the manufacturing records could not be performed as the lot number was not available. The root cause of the infection could not be determined with the provided information.